Event description:
The following email was sent to emergency department pi by one of our experienced lead charge nurses that works in resuscitation room very often: "I wanted to inform you that I did indeed stay later today to put in the sirs on these catheters. They are terrible. I want the old ones back. They were not broken so we need them back. The patients in resus were codes and needed access and none of the nurses nor medics could get the ivs in. It was terrible. I was in resus with [redacted]. All of us are very competent. Especially in IV placement. With the amount of money that we are "saving" on these new catheters we are actually not. Most of the patients in the emergency department are being stuck a total of 4-6 times from nurses. This is making us utilize ultrasound guided ivs more often.